Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching occurred due to far-field r wave oversensing. It was also noted that competitive atrial pacing was also observed due to device sensing p waves in the post-ventricular atrial refractory period. The patient was asymptomatic. Programming changes were made. Device remains implanted. The patient will continue to be monitored.